Event description:
Per reporter: they were being shocked by a burning feeling caused by the device. The intensity of the shock from the device went up and down and caused a lot of pain. The device would turn on and off by itself. Device was not compatible with all scanning machines, could get CT scans but not MRI's. The device was explanted on (B)(6) 2025 and new MRI/ CT scan compatible device was implanted on the same day. Explained that they reported the issue straight to boston scientific, said that boston scientific never tested the device and that the device went straight to medical waste. Explained that boston scientific ignored his report. New device was implanted on (B)(6) 2025. Device overheated and it caused burns which caused an infection. Reporter believed that the overheating was due to him using an old charger instead of the new charger that came with his new device. On 08/29/2025 reporter sent pictures of infected device to representative at boston scientific. Boston scientific contacted the doctors office and reporter was started on antibiotics. Reporter explained to the boston scientific rep that the machine was overheating and was told that the device could not overheat. Device was explanted and patient was hospitalized for 4 days. The overheating from the machine burned him from the inside out which caused thinning in the skin. The doctor said the area was so damaged that the device could have fallen out. Said that rep from boston scientific requested the charger back for testing. Said that boston scientific had no documentation of his previous reports. Device currently at the hospital lab with mold on it. Currently on 4th round of antibiotics. Pt codes: 1994, 2446, 1924, 4540, 2075, 1757. Device code: 1437, 2892. Ref report: mw5177774.